Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received additional event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional info received. Currently, it is unk whether the device may have caused or contributed to the reported event. This is pt with comorbidities of morbid obesity and gerd. He has undergone multiple hernia repair procedures following gastric bypass surgery. The info provided indicated that the pt was treated for adhesions and recurrence, both of which are known possible adverse reactions listed in the IFU. Additionally, the medical records indicate that the mesh remains implanted. It is possible that the pt's condition and physiology may have contributed to the event, as it was noted in the medical record that he has a history of recurrent hernias. With the currently available info, no additional conclusion(s) can be drawn. If additional event and/or eval info is obtained, a f/u MDR will be submitted. The medical records refer to a flat mesh implant on (B)(6) 2004, however there was no indication that there were any issues related to this device.

Event description:
The initial attorney report alleged pain, hernia intertwined in the mesh, permanent disfigurement and/or injury to his abdominal area due to defective mesh. The following is based on the medical records provided by the pt's attorney: on (B)(6) 2002 - pt underwent excision of buttock mass and repair of a recurrent ventral incision hernia with composix mesh. Noted were several fenestrations along the midline. The sac was resected and all fenestrations were connected. On (B)(6) 2004 - pt underwent repair of recurrent ventral hernia with flat mesh. It was noted that a hernia was identified on the left side between the previously placed composix mesh, which had separated. The hernia sac was excised, adhesions of the bowel were taken down and the composix mesh was closed. Over the repair and over a weakened area on the right side, a flat mesh was placed.